Event description:
Boston scientific received information that high pacing lead impedance measurements and high pacing thresholds were observed on the left ventricular (lv) lead. A chest x-ray was performed confirming a lead conductor fracture a few centimeters behind the suture sleeve. The lv lead was explanted and replaced. The lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At a later date, the lead was re-analyzed. The location of the fractures were at 505 and 518 mm; however, the lead¿s total length is 900 mm. Therefore it was concluded that the fractured location was not in the heart but rather in the vessel. The damage to the insulation and crushing of the conductor coils were caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was most likely caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis revealed fractured and crushed conductor coils 505 millimeters (mm) and 505 ¿ 518 mm from the terminal pin, respectively. Polyurethane abrasion 505 ¿ 518 mm from the terminal pin was also observed. The damage was most likely due to a heart valve. Laboratory analysis was able to confirm the clinical observation of high pacing impedances.

Event description:
--